Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the healthcare provider (hcp) complained about an issue with the patient's recharger. Information from the manufacturer representative (rep) seemed to indicate long charging times of 12 hours. It was reviewed that current implantable neurostimulator recharger (insr) cannot be changed out for the new wireless recharger. Technical services called the patient to determine what the issues with the insr and recharging were. The insr will only charge to 50% when plugged into the wall after 9 hours. The ins will not charge past 50% when the recharger is at 50% per the patient. The patient stated that with their settings, the ins drops to 25% and they charge daily for 2 hours, but then stated they only get 1-2 coupling bars. Based on this information, their charging time of 2 hours with 1-2 coupling would not be enough. The patient stated this has been this way since surgery, confirming this started following the removal of the right ins. They moved the lead from the right ins to the rc device and since that time, the patient has been unable to get more than 2 bars. It was reviewed that the insr will charge the ins 0-100% full multiple times/at least 2 times when fully charged. The patient thought the insr charger was like their trolling motor that if the charging battery was 50%, then the trolling motor only charges to 50%. It was reviewed the devices work differently and will allow the ins to charge to 100% even if the insr is at 50%. A replacement dtc was discussed to see if that allows the insr to charge fully overnight. It was discussed getting the patient to charge the ins battery up to full by spending more than 2 hours of charging the ins. They stated their settings on the left side were 4.4v and 4.1v on right side. They are not getting the best therapy control at the moment, feels like they are staggering around more, and has had to make some adjustments to their settings. The patient's wife called back stating the patient's device battery is not taking a charge. Upon further troubleshooting of the recharging status, the patient stated they were seeing 2 bars and tried to move the antenna around to see if any more boxes can be found. They tried antenna locate (al) feature as well, but could only get 42/42-52 and then got 0 bars. If the replacement dtc and recharger antenna does not change the coupling issue, the patient will need to be seen by the rep and/or hcp for further troubleshooting of the ins position. Additional information received from the manufacturer¿s representative (rep) reported the recharging issue was not corrected by the new parts the consumer received. The consumer was scheduled for surgery on (B)(6) 2020. The rep asked about the option of a new wireless charging system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported after the consumer received the replacement recharging parts, nothing changed, and they still got 0-2 coupling bars. It was reviewed there currently wasn¿t a process to exchange the current model recharger with a new wireless model. The rep was asked if x-rays were performed to check for flipped, tilted, or too deep of pocket, which the rep reviewed with the healthcare provider (hcp), but it was up to them to decide if appropriate. The consumer was scheduled for surgery on (B)(6) 2020 where the rep would be present. The rep reviewed with the hcp they could return the neurostimulator for analysis, but the hcp wasn¿t sure that was necessary. The rep was going to follow-up as needed.